Event description:
The central monitoring system (cns) screen froze and there was no numerical or waveform display movement. Mouse and keyboard are unresponsive. The cns shutdown and will not boot back up. Reference MFR # 8030229-2014-00062.